Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that foreign matter was noted on a needle. "Nwwi has an issue with a lot containing black/metallic looking coating on the inside packing of the sterile needles. Xxxxx has these needles set aside and needs information to send them back to you for investigation and replacement." "Black/metallic looking coating on the needle".